Event description:
A patient in (B)(6) was undergoing crrt on a prismaflex machine and a prismaflex m100 set. Approximately 10 minutes into treatment, the nurse observed blood leaking from the arterial pod. Treatment was stopped and the blood in the extracorporeal circuit was returned to the patient. Treatment was restarted with a new filter set. The patient was not symptomatic as a result of the blood loss and required no medical intervention.

Manufacturer narrative:
No manufacturing nonconformity was recorded regarding this lot number. The involved sample was not available for further investigation. Pictures of the involved product were provided. In these pictures, blood is visible in the arterial pod. Nevertheless, we cannot identify a specific root cause of the reported event with the provided pictures. There was no leakage reported during priming. The root cause of the reported event remains unknown. Gambro does not regard the submittal of this report as an admission of causation or liability.